Event description:
It was reported that during a meniscus repair, after the t1 of the fast-fix was deployed successful, the t2 was deployed prematurely from the needle rail before the deployment knob was depressed. T1 came out of the body with the needle was attached. The procedure was completed without surgical delay with a s+n back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, after the t1 of the fast-fix was deployed successful, the t2 was deployed prematurely from the needle rail before the deployment knob was depressed. T1 came out of the patient's body with the needle attached. The procedure was completed without surgical delay with a s+n back up device. No further complications were reported.

Manufacturer narrative:
H3, h6:the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was received outside of original packaging. The t1 anchor was detached from the needle the t2 was at the distal tip of the needle. The t2 anchor was barely holding onto the needle. The actuator and actuator tip were in the t2 post deployment position. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as intended. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.